Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12274. Note: the patient received 2 leads (model 3186) from the same lot number. Device 2, a lead, was placed peripherally, off label use. It was reported the patient lost stimulation therapy. Diagnostics revealed several high impedances and it was determined the leads have migrated. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12274.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12274. It was reported the patient's leads were explanted and replaced with two leads. The patient's therapy was restored.

Manufacturer narrative:
Results & conclusion: the leads were returned cut and incomplete. As such, the leads could not be fully analyzed. The segments were in good condition and passed continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12274.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.